Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found the stent was partially deployed from the damaged distal tip of the introducer sheath. During functional testing, severe resistance was encountered when the stent delivery wire was advanced through introducer sheath to deploy the stent. The stent was deployed and found to be deformed; the reported event was confirmed during analysis. It is probable the introducer sheath was damaged during insertion into the hub of the microcatheter, causing the partial deployment of the stent during the transfer attempt. Based on the information available, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the returned device found the stent was partially deployed. There was no clinical consequence to the patient as a result of this event.